Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI: upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7071063.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. All explanted devices were discarded. No other information has been obtained.